Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Product name: pentaray nav f curve us catalog #: unknown lot #: unknown product name: smarttouch df curve us catalog #: unknown lot #: unknown product name: bw decapolar df curve us catalog #: unknown lot #: unknown (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a carto® system and experienced a map shift without system displaying an error message. This was noticed since the right superior pulmonary vein was not at the same place as on the beginning of the procedure. Physician used fluoroscopy to confirm catheter's position. Further investigation was performed and it informed that the map shift issue was seen during mapping and ablating, as well as the map movement was approximately from 5 to 10 millimeters. The procedure was completed without patient consequence. This event is being reported because such map shifts could potentially mislead physician and contribute in a potential risk to patient.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a carto® 3 system and experienced a map shift without system displaying an error message. This was noticed since the right superior pulmonary vein was not at the same place as on the beginning of the procedure. Physician used fluoroscopy to confirm catheter¿s position. Further investigation was performed and it informed that the map shift issue was seen during mapping and ablating, as well as the map movement was approximately from 5 to 10 millimeters. The procedure was completed without patient consequence. This event is being reported because such map shifts could potentially mislead physician and contribute in a potential risk to patient. The investigational analysis has been completed. Fse confirmed that no service activity was required for this complaint. Fse contacted reps involved in supporting this customer, following up the issue, and was informed the next two cases reported map shift issue was not repeated. System is operational. The history of customer complaints associated with carto 3 system # (B)(4) was reviewed. There was no any additional complaint out of (B)(4) additional reported complaints that may be related to the reported issue. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.